Manufacturer narrative:
Sensor 0m000ejnj5d has been returned and investigated. The sensor plug is properly seated and no issues were observed. The sensor was found to be in sensor state 1(indicating the sensor was never activated by the customer). All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a scan of hi (greater than 27.7 mmol/l) message on the adc freestyle libre sensor while using librelink as compared to an adc meter. The customer received sensor readings of ¿hi¿ and 27.8 mmol/l when compared to adc meter results of 1.7 mmol/ and 2.7 mmol/l. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. On (B)(6) 2020, the customer lost consciousness and was provided an injection of glucose by the customer¿s partner for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a scan of hi (greater than 27.7 mmol/l) message on the adc freestyle libre sensor while using librelink as compared to an adc meter. The customer received sensor readings of ¿hi¿ and 27.8 mmol/l when compared to adc meter results of 1.7 mmol/ and 2.7 mmol/l. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. On (B)(6) 2020, the customer lost consciousness and was provided an injection of glucose by the customer¿s partner for hypoglycemia. There was no report of death or permanent injury associated with this event.